Event description:
Sudden shutdown of constellation machine. Constellation kept infusing after shutoff; however, when trying to restart, it cut off infusion and would not allow restart without a prime. Service rep came out to analyze and he stated this is another software bug that is supposed to be addressed in next version of software. Manufacturer response (as per reporter) for victrectomy machine, constellation vision systemunable to duplicate problem. No error in event log.